Manufacturer narrative:
Please refer to summary below for engineering evaluation results. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Engineering evaluation summary - the gore® excluder® aaa endoprosthesis delivery catheter was received by gore from the facility and an engineering evaluation was performed. During investigation, it was confirmed that the leading olive was detached from the delivery catheter and was not returned. Visual examination showed the polyimide leading end had a smooth edge and was not damaged. There did not appear to be any residue or material from the leading olive bond on the polyimide. The findings from the evaluation were consistent with the reported procedural observations. However, the likely cause for the separated leading olive could not be determined with the currently available information.

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprosthesis as part of an endovascular repair. During the procedure, the trunk-ipsilateral leg component (rlt281416/(B)(4)) was reportedly advanced and deployed as planned. Upon withdrawal of the delivery catheter, it was reportedly noted that the leading olive became separated from the catheter inside the introducer sheath. According to the report, no resistance was felt as the catheter was withdrawn, and the patient had no notable anatomical issues. The olive was retrieved with a snare, and the procedure went forward to completion without any further reported complications. The patient tolerated the procedure with no adverse events.